Event description:
It was reported that the patients performance is deteriorating. The patient's performance was not good since switch-on, as the patient didn't have any auditory response at electrode 8, 9, 10, 11, 12.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.